Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.

Manufacturer narrative:
Our field service engineer (fse) was on-site to download the ventilator log files but no repairs were done and no parts replaced. Evaluation of the log files cannot confirm the reported problem with stop of ventilation on a patient. There are a few shutdowns in the logs, but there is no indication that they are uncontrolled or that the ventilation has stopped while on patient. There is a period of ventilation which shows ongoing problems with expiratory flow measuring errors. The errors indicate an expiratory cassette malfunction or moisture in the cassette and the cassette was exchanged. The cause of this malfunction cannot be confirmed. Later, the expiratory cassette was exchanged again and the pre-use checks failed due to a failed flow transducer sub-test with indication that there was a deviation in the delivered volume from the air gas module. During the last 15 mins. Of the last period of ventilation, there are alarms generated for low minute volume and high respiratory rate. This is the only period in the device logs that could indicate less ventilation than intended, but it cannot be confirmed if this is the reported stop of ventilation. The reported problem that the ventilator stopped while on patient cannot be confirmed. The log files indicate that there can be a failure in the air gas module but this cannot be confirmed.

Event description:
It was reported that while the ventilator was connected to a patient, it stopped ventilating after 10 minutes. There was no patient harm. (B)(4).